Manufacturer narrative:
Device evaluation summary: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ lymphoma ¿ alcl : unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b.6; d.9; h.3; h.6

Event description:
Healthcare professional reported through regulatory agency "removal of the breast prostheses due to diagnosis of anaplastic lymphoma", "peri-prosthetic effusion in the right breast in the periprosthetic capsule". Later healthcare professional reported "effusion was first punctured and the fluid was sent for histopathological analysis to diagnose anaplastic large cell lymphoma". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the right side. The device was explanted. Treatment: device removal, total capsulectomy.

Event description:
Healthcare professional reported through regulatory agency "removal of the breast prostheses due to diagnosis of anaplastic lymphoma", "peri-prosthetic effusion in the right breast in the periprosthetic capsule". Later healthcare professional reported "effusion was first punctured and the fluid was sent for histopathological analysis to diagnose anaplastic large cell lymphoma". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the right side. The device was explanted. Treatment: device removal, total capsulectomy.

Manufacturer narrative:
Clarification to b3: partial date of sep/2025 provided clarification to d6a: partial date of 2010 provided continued e1 (phone no.): (B)(6) continued e1 -- alternate phone number: (B)(6) clarification to h6: health effect - clinical code e2402 represents the reported event of "effusion" a review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and effusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; effusion further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0) was performed, and the event of lymphoma - alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.